Event description:
I purchased a soclean device to clean my CPAP at the recommendation of my CPAP provider. After using the product, I started to have trouble breathing and consistent nasal issues. My wife has also experienced gum bleeding. I am furious that they recommended the device considering the lack of FDA approval and potential issues. I was not made aware of the issues. I am also extremely concerned that this potentially puts my wife at greater risk of serious issues. She has heart failure due to issues with her lungs. Adding "activated oxygen" without telling us the risks could have exacerbated the her problem. They also have the FDA logo on it, making it seem approved. After closer inspection, it says FDA registered (B)(4). I understand that they are not supposed to be using the FDA logo. FDA safety report ID# (B)(4).